Event description:
It was reported to baxter korea that the reservoir of a basal/bolus infusor had ruptured during priming. There is no report of patient injury or medical intervention. No additional information is available.

Manufacturer narrative:
The sample has been received for evaluation; however, the evaluation has not yet been completed. Once evaluation is completed, a follow-up report will be submitted. (B) (4)